Event description:
It was reported that: "during the test on the respiratory ventilator, the red cap "self-disconnected". The teams had to hold on it manually to perform the test. The respirator has been verified by technicians and no problem was identified. The teams have tested other lot# and there was no issue." There was no consequence or desaturation for the patient."

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and no abnormalities were found. Functional testing was also conducted, and the sample passed both leak testing and drop testing. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "during the test on the respiratory ventilator, the red cap "self-disconnected". The teams had to hold on it manually to perform the test. The respirator has been verified by technicians and no problem was identified. The teams have tested other lot number and there was no issue." There was no consequence or desaturation for the patient."